Event description:
It was reported that alarm 18 occurred, indicating the pump was suspended for an extended period of time. The customer's blood glucose level was high, though the exact value was not provided. The customer was taken off the pump to address the high glucose level, and after receiving normal assistance, the situation was resolved. The caller was informed by customer technical support about the reason for the alarm and understood the explanation.